Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited crosstalk oversensing. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. V-blanking after atrial pacing was already set to the maximum value of 85 ms, which suggests the distal coil had likely pulled back to the atrium. Ts recommended x-rays to confirm rv lead placement. This ICD system remains in service. No adverse patient effects were reported, and the patient was not pacer dependent.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.